Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was yesterday the patient noticed they could not adjust their settings for they kept getting settings not available. Patient said their stimulation was all out of whack for it was shooting up their back and they could feel it in their chest and down both legs. It was doing this for all their groups, the only group where it was not as high in intensity was on group c but when they used it zapped their whole body. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.